Manufacturer narrative:
Photographic device evaluation: a review of the device through photos noted. Rupture was observed. As no microscopic analysis can be performed, an assessment of the opening is not possible.

Event description:
Physician reported, left side capsular contracture, baker grade IV. And rupture. Diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Event description:
Physician reported capsular contracture - baker grade IV and rupture. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification) and observed 2 opening assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed nick striated assessed as surgical tool scratch like. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued h.6. [Health effect - impact code]:(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Physician reported capsular contracture - baker grade IV and rupture. Device has been explanted and replaced with a non-allergan device. This relates to the left side.